Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient underwent a revision surgery due to a periprosthetic fracture and a failed rotator cuff.